Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the calcified and previously stented right coronary artery (rca). A 3.00x24mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion; however, it was noted that the stent got stuck. When the device was pulled out, the stent was loose on the balloon. The procedure was completed with another 3.0x24 promus premier¿ stent and used a non-bsc guide extension catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the calcified and previously stented right coronary artery (rca). A 3.00x24mm promus premier stent delivery system (sds) was selected and advanced to treat the lesion; however, it was noted that the stent got stuck. When the device was pulled out, the stent was loose on the balloon. The procedure was completed with another 3.0x24 promus premier stent and used a non-bsc guide extension catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).